Event description:
It was reported that the device had a battery issue no error details provided. There was no reported patient involvement.

Manufacturer narrative:
It is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues. A review of the complaint history for (B)(6) was performed in bd2 trackwise and bdx trackwise which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 26sep2014. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode a review of the device history record showed the device had a manufacture date of 26 sep 2014. The review was performed from the date of manufacture to the present date 02 mar 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a battery issue no error details provided. There was no reported patient involvement.